Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due the implantable cardioverter-defibrillator (ICD) electrode. The reported patient effect of unchanged tr appears to be related to the reported slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted imaging was difficult. One clip was deployed reducing tr to moderate. After a few minutes, the clip detached from the septal leaflet, remaining only to the anterior leaflet resulting in a single leaflet device attachment (slda). An additional clip was implanted to stabilize the clip. It was noted that tr was unchanged.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted imaging was difficult. One clip was deployed reducing tr to moderate. After a few minutes, the clip detached from the septal leaflet, remaining only to the anterior leaflet resulting in a single leaflet device attachment (slda). An additional clip was implanted to stabilize the clip. It was noted that tr was unchanged.